Manufacturer narrative:
The target lesion was severely calcified and severely tortuous. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated with a 1.25x10mm sprinter balloon and 2.75x20mm nc euphora balloon. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that one of the stent struts was raised when inspected on removal. The lesion was then stented with a 2.75x18mm resolute integrity stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated on a non complaint product replacement form that a resolute integrity rx coronary, drug eluting stent was unable to cross and when removed had damaged struts. The lesion was pre-dilated. It was a calcified and tortuous mid rca. No patient injury is reported.